Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an st elevation was observed. A coronary angiogram (cag) was performed as a precaution. A spasm was identified in the left coronary artery. Nitroglycerin was administered which resolved the issue. The case was completed with pulsed field ablation. It was noted that "after review of the lab data, st elevation in leads ii, iii, and avf was noted after initiation of pulse delivery on the antrum side of the left superior pulmonary vein (lspv). After a 15-minute waiting period, it was confirmed that there were no issues, and the patient was returned to the room." No further patient complications have been reported as a result of this event.